Event description:
It was reported that the right ventricular lead had exhibited noise during routine follow-up. The patient was noted to be asymptomatic. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.